Event description:
In 2005, pt scheduled for mediastinoscopy with lymph node biopsy, left anterior thoracotomy. In trying to obtain lymph node, bleeding from the pulmonary artery was encountered by the surgeon. Bleeding was controlled with a single pledgeted #3-0 prolene suture.